Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-04201, 0001822565-2018-04202.

Event description:
It was reported that during the implantation of a femoral nail, the nail caps could not be inserted correctly into the ends of the nail. Two (2) sets of nail caps were utilized, but neither were successfully implanted and there was a delay in the procedure of sixty (60) minutes. The case was completed without the nail caps being implanted. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections have been updated: medical product - 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248403250 lot#: ni 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248403550 lot#: ni 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248404050 lot#: ni 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, cat#: 47248404050 lot#: ni greater trochanter femoral nail - green left 10 mm diameter 34 cm length use black interlock/recon, red proximal transverse, cat#: 47249234110 lot#: ni